Event description:
As reported, advancement difficulties were encountered during the advancement of a 20mm sapien 3 ultra valve and commander delivery system through the 14fr esheath plus, resulting in damage to the valve frame. During the device advancement, resistance was met mid sheath. The valve was able to exit out of the sheath quickly at which point the valve appeared damaged. It was immediately pulled back into the sheath and out of the patient without issue. It was decided to prepare a new valve. The new sapien 3 ultra valve was successfully implanted. No consequences to the patient were reported.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The sapien 3 ultra valve was returned to edwards lifesciences for evaluation. Visual inspection of the valve revealed the valve was returned expanded. The valve frame was canted/distorted. No exposed struts were observed. The leaflets were wrinkled and dehydrated, likely due to storage condition (prolong crimping) during the return handling process. Review of the provided case imagery revealed calcification was present in the patient's access vessel. No functional testing or dimensional analysis was able to be performed due to device return condition (frame distorted/canted). Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints based on the complaint codes. The instructions for use (IFU)/training mitigations/controls relevant to the reported issue (difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and frame damage) is captured in a product risk assessment. Edwards has provided guidelines and instructions to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint for 'frame damage' was confirmed based on the evaluation of the returned device. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'during the device advancement, resistance was met mid sheath. The valve was able to exit out of the sheath quickly at which point the valve appeared damaged. It was immediately pulled back into the sheath and out of the patient without issue.' Per the training manual, 'insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion' and 'in expectation of high friction, use short movements and push delivery system closer to sheath hub.' Furthermore, the training manual instructs that 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification,' 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system,' and 'do not over-manipulate the sheath at any time.' Per imagery review, the patient's access vessel had presence of calcification. The presence of calcification in vasculature can create a challenging pathway during delivery system (ds) advancement, which can lead to higher push force. So, if excessive force was applied to overcome associated resistance, it could lead to the valve struts interacting with the sheath shaft, resulting in the valve frame damage as reported. Although a definite root cause could not be determined, available information suggests that patient factors (calcification) and/or procedural factors (high push force, excessive device manipulation) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.